Manufacturer narrative:
(B)(4).

Event description:
It was reported that representative stated patient had return of symptoms a week ago which prompted patient to go into health care office (hcp)'s office and hcp confirmed implantable neurostimulator (ins) was off with the clinician programmer. Hcp turned ins back on with clinician programmer. Reason for call was to ask what may have caused ins to spontaneously turn off on its own. The patient did not have a patient programmer (pp) as it was lost due to car crash two months ago; therefore, patient could not have accidentally turned ins off with pp. Hcp did not see any por messages on the clinician programmer. The patient experienced fecal incontinence. The patient reported that ins turned off one week ago when symptoms returned. Other history mentioned during the call was that patient had a car crash and went to ER two months ago (B)(6) 2015) and an endoscopy and electrocautery one month ago (B)(6) 2015). Endoscopy was not related to the car crash or device/ therapy. It was later reported 3 days later that hcp was seen on the day of the initial call and was determined the device was off and he turned it back on. No cause was determined. It was noted that they ordered a replacement from manufacturer. She would see hcp again on (B)(6) 2015 to bond the icon to her ins. The indications for uses for this patient were gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.